Manufacturer narrative:
A review of the device history records was performed for the indicated packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. The october 2010 navilyst medical complaint report was reviewed for the product family of "syringe" and the failure mode of "foreign matter." No adverse trends were identified. Returned, was a syringe which appeared to have been unused. In the barrel, a fragment of thin, flexible white plastic was visible. This has since been identified as a portion of a finger cot, used in the navilyst manufacturing area. While it cannot be determined how this fragment came to be inside the syringe, it possibly fell into a bin for one of the syringe components and was then introduced into the assembly process. This issue should have been detected during the 100% visual inspection to which all syringes are subjected, or during the kit packaging procedure in which all components are visualized. As corrective action, the employees involved in the production of the reported work order and associated syringe order have been made aware of this complaint and have been re-trained on the applicable production and inspection procedures. (B)(4).

Event description:
As reported, in two instances, upon opening the convenience kit in preparation for a procedure, debris was noted inside the barrel of the syringe. The syringes were not used on the patient. One was returned to navilyst medical for evaluation, the other was discarded at the hospital. There was no patient injury or complications.